Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. High thresholds and loss of capture was also observed on the electrogram. The cause of the impedance issue has not been determined and no intervention will be performed as the patient will continue to be monitored. The lv lead continues to remain implanted and in service. No adverse patient effects were reported.